Event description:
Noted on routine remote transmission significant battery drain over past year. Device is not part of advisory for premature battery drain. Bsc tech support contacted and engineers confirm premature battery drain. Recommends pacemaker be replaced within 60 days. Manufacturer response for pacemaker, l300 accolade (per site reporter). Replace pacemaker within 60 days.